Manufacturer narrative:
The complaint of a catheter leak was confirmed, and the cause appears to be use related. The product returned for eval was a 5fr d/l groshong nxt PICC. The sample was inspected for sources of leakage, and two "c" shaped splits were observed at the 54cm depth marking. Each split was unique to a specific lumen, and didn't intersect with the opposing split- but both splits were at the proximal edge of the suture wing. Microscopic examination of the fracture surfaces on the splits revealed they were dull and granular in appearance. No inner lumen damage was found. Tactile eval of the catheter shaft revealed severe tensile weakness at the split site. Functional testing revealed that the white luered lumen was fully occluded distal to the split site. The red luered lumen was patent to infusion. Both splits were characteristic of over-pressurization (burst) damage. The occluded lumen may have also een related to the burst damage. A lot history review (lhr) of rexf0677 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that "the nurse was unable to aspirate from the catheter. The catheter was removed and a split was found when it was flushed at the 4cm mark."